Event description:
It was initially reported that the patient was going to have surgery to explant a 2mm lead and place a 3mm lead. No further information was provided at the time of the initial report. It was later reported that the patient underwent surgery to replace the 2mm lead with a 3mm lead due to the patient experiencing vocal cord paralysis. It was reported that the lead was replaced to see if the larger size helps the patient's voice. The implant card indicated that the patient complained of hoarseness. Attempts will be made to obtain additional information, but no information has been received to date. The explanted lead was returned for analysis. Analysis of the lead was completed on (B)(6) 2013. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portion.

Manufacturer narrative:
Initial report stated that the patient experienced vocal cord paralysis, but the patient experienced vocal cord paresis.

Event description:
It was later reported that the patient did not have vocal cord paralysis, but vocal cord paresis that caused the hoarseness instead. The physician attributed the hoarseness to vns surgery. There was no report of intervention concerning the hoarseness.